Event description:
Covidien received a report from a hosp in germany of hot smoking odor associated to a warmtouch 5800. The hosp also reported that a blown fuse occurred in the hosp which caused a short circuit in the warmtouch preventing it from shutting down. There was no report of any pt involvement when this was observed.

Manufacturer narrative:
The warmtouch 5800 was returned to the mfrs service center where failure investigation performed confirmed the reported failure mode.